Manufacturer narrative:
No UDI information is available, the device serial number is unknown. It was not possible to reproduce the incident. An arjo technician inspected the ceiling lift and the track, and no technical defects were found. Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
The customer representative (occupational therapist) informed arjo about an incident involving a maxi sky 440 that occurred during a resident transfer. Allegedly, the ceiling lift detached from the track when the resident was rotated by the caregiver in order to reach the chair. The device struck the caregiver¿s wrist, who instinctively attempted to protect the resident¿s head. The caregiver sustained a wrist sprain, resulting in 15 days of work stoppage. There was no allegation that any medical intervention was required. The resident did not sustain any injury.